Event description:
Customer reported blood glucose results of 56 mg/dl, 102 mg/dl, and 97 mg/dl within 10 minutes on the aviva system. Customer reported self-treating symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.